Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure in wrong position / essure embedded'), device expulsion ('essure in wrong position / essure embedded'), suture related complication ('granuloma of vaginal cuff'), post procedural haemorrhage ('internal bleeding after vaginal histerectomy'), wound infection ('pus-filled wound'), temporomandibular joint surgery ('surgery for temporomandibular dysfunction'), uterine inflammation ('uterine inflammation') and multiple episodes of procedural pain ('pain after laparoscopy', 'pain after vaginal histerectomy to remove essure') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dificult to placement essure in right uterine ostium" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2, nausea and eclampsia. Previously administered products included for nausea: nausedron. Concurrent conditions included fibromyalgia. Concomitant products included carbamazepine, cyclobenzaprine, diazepam (diazepan) from (B)(6) 2013 to (B)(6) 2013, fluoxetine, ibuprofen (ibuprofeno), lithium carbonate (litio), paracetamol (tylex), pregabalin (pregabaline) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural dizziness ("post procedural dizziness (after essure placement)"), procedural nausea ("post procedural nausea (after essure placement)") and post procedural pain ("heavy pain following essure placement"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("bad smell and vaginal bleeding"), the first episode of vaginal discharge ("bad smell and vaginal bleeding") and menstruation irregular ("irregular menstruation with cycle bewteen 50 days"). On (B)(6) 2017, the patient experienced pyrexia ("fever 38.5 c"). In 2018, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction") with ear pain. On (B)(6) 2019, the patient underwent temporomandibular joint surgery (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced allergy to metals ("alergics, nickel intoxication"). On (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia") with back pain and mental disorder ("psychiatric disturb"). On (B)(6) 2020, the patient experienced the first episode of procedural pain (seriousness criterion medically significant) and post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced the second episode of procedural pain ("pain after laparoscopy"). On (B)(6) 2020, the patient experienced wound infection (seriousness criterion hospitalization) and intra-abdominal fluid collection ("small liquid collection on the left side abdomem above the surgical scar measuring 3x 2 x 0.9cm"). On (B)(6) 2020, the patient experienced suture related complication (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in underbelly like pain"), abdominal distension ("bloating"), heavy menstrual bleeding ("increased and intense mestrual flow( up to 10 days) with clotting"), headache ("intense headache"), migraine ("chronic migraine"), pain in extremity ("leg pain"), peripheral swelling ("legs swelling"), hypoaesthesia ("numbness"), sleep disorder ("sleep trouble"), bruxism ("bruxism"), back pain ("lower back pain"), pelvic pain ("female pelvic pain / cramps"), uterine pain ("uterine prick pain felling"), fatigue ("fatigue"), loss of libido ("absence of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joints aches"), mood altered ("frequentely mood alterationts"), pain ("generallized pains"), the second episode of vaginal discharge ("vaginal discharge with strong odor"), female sexual dysfunction ("female inability to have sexual intercourse"), depression ("depressive disorder"), anxiety disorder ("anxiety disorder"), post procedural fever ("postoperative fever"), malaise ("malaise"), myalgia ("dialy muscular pain") and impaired work ability ("inability to work"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with ceftriaxone sodium (rocefin), clindamycin (clindamicina), fentanyl (fentanil), gramicidin;polymyxin b sulfate (original antibiotic), ketamine hydrochloride (cetamina), lidocaine, meloxicam, metronidazole (metronidazol), morphine (morfina), ropivacaine hydrochloride (ropi), zolpidem and surgery (laparoscopy, cauterization, drainage, laparoscopy and total vaginal histerectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, suture related complication, post procedural haemorrhage, wound infection, uterine inflammation, procedural dizziness, procedural nausea, post procedural pain, abdominal pain lower, abdominal distension, heavy menstrual bleeding, headache, migraine, pain in extremity, peripheral swelling, hypoaesthesia, sleep disorder, bruxism, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, pain, the last episode of vaginal discharge, female sexual dysfunction, depression, anxiety disorder, fibromyalgia, the last episode of procedural pain, post procedural fever, malaise, myalgia, impaired work ability, vaginal haemorrhage, mental disorder, temporomandibular joint syndrome, menstruation irregular, pyrexia, intra-abdominal fluid collection and allergy to metals outcome was unknown and the temporomandibular joint surgery had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety disorder, arthralgia, back pain, bruxism, coital bleeding, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, heavy menstrual bleeding, hypoaesthesia, impaired work ability, intra-abdominal fluid collection, loss of libido, malaise, menstruation irregular, mental disorder, migraine, mood altered, myalgia, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural fever, post procedural haemorrhage, post procedural pain, procedural dizziness, procedural nausea, pyrexia, sleep disorder, suture related complication, temporomandibular joint surgery, temporomandibular joint syndrome, uterine inflammation, uterine pain, vaginal haemorrhage, wound infection, the first episode of vaginal discharge, the first episode of procedural pain, the second episode of vaginal discharge and the second episode of procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she reported improvement of health quality after essure removal diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - on (B)(6) 2020: left and right fallopian tubes without histologycal alterations. Biopsy uterus - on (B)(6) 2020: chronic cervicitis and retention cyst on uterus colon, small intramural uterine leiomyoma on myometrium. Computerised tomogram - on (B)(6) 2018: degenerative disease temporomandibular joint; on (B)(6) 2020: signs of surgical handling in the pelvis and uterine absence. Urethral delay probe with an inflated balloon inside the bladder, noting the presence of a small amount of gas inside the bladder. Free liquid in the peritoneal cavity.. Computerised tomogram pelvis - on (B)(6) 2020: small elongated metal structures adjacent to the uterus, compatible with a foreign body in the pelvis. Gynaecological examination - on (B)(6) 2020: heavy abdominal pain. Sars-cov-2 antibody test - on (B)(6) 2020: igm reagent. Ultrasound abdomen - on (B)(6) 2020: unremarkable; on (B)(6) 2020: abdominal wall ultrasound identified small liquid collection on the left side above the surgical scar measuring 3x 2 x 0.9cm. Ultrasound scan vagina - on (B)(6) 2020: presence of echogenic images located in the region of bilateral tubal ostia measuring the right 26 mm and the left 28 mm compatible with topical devices. X-ray of pelvis and hip - on (B)(6) 2014: essure in correct location; on (B)(6) 2020: two elongated linear structures measuring about 20 mm each located on the midline and to the right of the pelvic cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure in wrong position / essure embedded'), device expulsion ('essure in wrong position / essure embedded'), suture related complication ('granuloma of vaginal cuff'), post procedural haemorrhage ('internal bleeding after vaginal hysterectomy'), wound infection ('pus-filled wound'), temporomandibular joint surgery ('surgery for temporomandibular dysfunction'), uterine inflammation ('uterine inflammation') and multiple episodes of procedural pain ('pain after laparoscopy', 'pain after vaginal hysterectomy to remove essure') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to placement essure in right uterine ostium" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2, nausea and eclampsia. Previously administered products included for nausea: nausedron. Concurrent conditions included fibromyalgia. Concomitant products included carbamazepine, cyclobenzaprine, diazepam (diazepan) from (B)(6) 2013, fluoxetine, ibuprofen (ibuprofen), lithium carbonate (lithio), paracetamol (tylex), pregabalin (pregabaline) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural dizziness ("post procedural dizziness (after essure placement)"), procedural nausea ("post procedural nausea (after essure placement)") and post procedural pain ("heavy pain following essure placement"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("bad smell and vaginal bleeding"), the first episode of vaginal discharge ("bad smell and vaginal bleeding") and menstruation irregular ("irregular menstruation with cycle between 50 days"). On (B)(6) 2017, the patient experienced pyrexia ("fever 38.5 c"). In 2018, the patient experienced temporomandibular joint syndrome ("temporomandibular joint dysfunction") with ear pain. On (B)(6) 2019, the patient underwent temporomandibular joint surgery (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced allergy to metals ("allergics, nickel intoxication"). On (B)(6) 2020, the patient experienced fibromyalgia ("fibromyalgia") with back pain and mental disorder ("psychiatric disturb"). On (B)(6) 2020, the patient experienced the first episode of procedural pain (seriousness criterion medically significant) and post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced the second episode of procedural pain ("pain after laparoscopy"). On (B)(6) 2020, the patient experienced wound infection (seriousness criterion hospitalization) and intra-abdominal fluid collection ("small liquid collection on the left side abdomen above the surgical scar measuring 3x 2 x 0.9cm"). On (B)(6) 2020, the patient experienced suture related complication (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in underbelly like pain"), abdominal distension ("bloating"), heavy menstrual bleeding ("increased and intense menstrual flow( up to 10 days) with clotting"), headache ("intense headache"), migraine ("chronic migraine"), pain in extremity ("leg pain"), peripheral swelling ("legs swelling"), hypoaesthesia ("numbness"), sleep disorder ("sleep trouble"), bruxism ("bruxism"), back pain ("lower back pain"), pelvic pain ("female pelvic pain / cramps"), uterine pain ("uterine prick pain felling"), fatigue ("fatigue"), loss of libido ("absence of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joints aches"), mood altered ("frequently mood alterations"), pain ("generalized pains"), the second episode of vaginal discharge ("vaginal discharge with strong odor"), female sexual dysfunction ("female inability to have sexual intercourse"), depression ("depressive disorder"), anxiety disorder ("anxiety disorder"), post procedural fever ("postoperative fever"), malaise ("malaise"), myalgia ("daily muscular pain") and impaired work ability ("inability to work"). The patient was hospitalized from (B)(6) 2020. The patient was treated with ceftriaxone sodium (rocefin), clindamycin (clindamicin), fentanyl (fentanyl), gramicidin;polymyxin b sulfate (original antibiotic), ketamine hydrochloride (catamin), lidocaine, meloxicam, metronidazole (metronidazol), morphine (morfina), ropivacaine hydrochloride (ropi), zolpidem and surgery (laparoscopy, cauterization, drainage, laparoscopy and total vaginal histerectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, suture related complication, post procedural haemorrhage, wound infection, uterine inflammation, procedural dizziness, procedural nausea, post procedural pain, abdominal pain lower, abdominal distension, heavy menstrual bleeding, headache, migraine, pain in extremity, peripheral swelling, hypoaesthesia, sleep disorder, bruxism, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, pain, the last episode of vaginal discharge, female sexual dysfunction, depression, anxiety disorder, fibromyalgia, the last episode of procedural pain, post procedural fever, malaise, myalgia, impaired work ability, vaginal haemorrhage, mental disorder, temporomandibular joint syndrome, menstruation irregular, pyrexia, intra-abdominal fluid collection and allergy to metals outcome was unknown and the temporomandibular joint surgery had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety disorder, arthralgia, back pain, bruxism, coital bleeding, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, heavy menstrual bleeding, hypoaesthesia, impaired work ability, intra-abdominal fluid collection, loss of libido, malaise, menstruation irregular, mental disorder, migraine, mood altered, myalgia, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural fever, post procedural haemorrhage, post procedural pain, procedural dizziness, procedural nausea, pyrexia, sleep disorder, suture related complication, temporomandibular joint surgery, temporomandibular joint syndrome, uterine inflammation, uterine pain, vaginal haemorrhage, wound infection, the first episode of vaginal discharge, the first episode of procedural pain, the second episode of vaginal discharge and the second episode of procedural pain to be related to essure. The reporter commented: she reported improvement of health quality after essure removal diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - on (B)(6) 2020: left and right fallopian tubes without histologycal alterations.. Biopsy uterus - on (B)(6) 2020: chronic cervicitis and retention cyst on uterus colon, small intramural uterine leiomyoma on myometrium. Computerised tomogram - on (B)(6) 2018: degenerative disease temporomandibular joint; on (B)(6) 2020: signs of surgical handling in the pelvis and uterine absence. Urethral delay probe with an inflated balloon inside the bladder, noting the presence of a small amount of gas inside the bladder. Free liquid in the peritoneal cavity.. Computerised tomogram pelvis - on (B)(6) 2020: small elongated metal structures adjacent to the uterus, compatible with a foreign body in the pelvis. Gynaecological examination - on (B)(6) 2020: heavy abdominal pain. Sars-cov-2 antibody test - on (B)(6) 2020: igm reagent. Ultrasound abdomen - on (B)(6) 2020: unremarkable; on (B)(6) 2020: abdominal wall ultrasound identified small liquid collection on the left side above the surgical scar measuring 3x 2 x 0.9cm. Ultrasound scan vagina - on (B)(6) 2020: presence of echogenic images located in the region of bilateral tubal ostia measuring the right 26 mm and the left 28 mm compatible with topical devices. X-ray of pelvis and hip - on (B)(6) 2014: essure in correct location; on (B)(6) 2020: two elongated linear structures measuring about 20 mm each located on the midline and to the right of the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: the follow information were updated medical history, history drug, other treatment drugs, psychiatric disorder nos, menstruation irregular, temporomandibular joint surgery, pyrexia, intra-abdominal fluid collection, allergy to metals, onset date added on fibromyalgia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure in wrong position / essure embedded'), device dislocation ('essure in wrong position / essure embedded'), uterine inflammation ('uterine inflammation'), post procedural haemorrhage ('internal bleeding after vaginal hysterectomy'), wound infection ('pus-filled wound'), suture related complication ('granuloma of vaginal cuff') and multiple episodes of procedural pain ('pain after laparoscopy', 'pain after vaginal hysterectomy to remove essure') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to placement essure in right uterine ostium" on (B)(6) 2013. The patient's medical history included fibromyalgia and multigravida. Concomitant products included carbamazepine, cyclobenzaprine, diazepam (diazepam) from (B)(6) 2013, fluoxetine, ibuprofen (ibuprofen), lithium carbonate (lithio), paracetamol (tylex), pregabalin (pregabalin) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural dizziness ("post procedural dizziness (after essure placement)"), procedural nausea ("post procedural nausea (after essure placement)") and post procedural pain ("heavy pain following essure placement"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("bad smell and vaginal bleeding") and the first episode of vaginal discharge ("bad smell and vaginal bleeding"). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the patient experienced the first episode of procedural pain (seriousness criterion medically significant) and post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced the second episode of procedural pain ("pain after laparoscopy"). On (B)(6) 2020, the patient experienced suture related complication (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in underbelly like pain"), abdominal distension ("bloating"), menorrhagia ("increased and intense menstrual flow (up to 10 days) with clotting"), headache ("intense headache"), migraine ("chronic migraine"), pain in extremity ("leg pain"), peripheral swelling ("legs swelling"), hypoaesthesia ("numbness"), sleep disorder ("sleep trouble"), bruxism ("bruxism"), back pain ("lower back pain"), pelvic pain ("female pelvic pain"), uterine pain ("uterine prick pain felling"), fatigue ("fatigue"), loss of libido ("absence of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joints aches"), mood altered ("frequently mood alterations"), pain ("generalized pains"), the second episode of vaginal discharge ("vaginal discharge with strong odor"), female sexual dysfunction ("female inability to have sexual intercourse"), depression ("depressive disorder"), anxiety disorder ("anxiety disorder"), fibromyalgia ("fibromyalgia"), wound infection (seriousness criterion hospitalization), post procedural fever ("postoperative fever"), malaise ("malaise"), myalgia ("daily muscular pain") and impaired work ability ("inability to work"). The patient was hospitalized for 8 days. The patient was treated with gramicidin;polymyxin b sulfate (original antibiotic) and surgery (total vaginal hysterectomy on (B)(6) 2020, laparoscopy, cauterization, drainage). At the time of the report, the embedded device, device dislocation, uterine inflammation, procedural dizziness, procedural nausea, post procedural pain, abdominal pain lower, abdominal distension, menorrhagia, headache, migraine, pain in extremity, peripheral swelling, hypoaesthesia, sleep disorder, bruxism, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, pain, the last episode of vaginal discharge, female sexual dysfunction, depression, anxiety disorder, fibromyalgia, post procedural haemorrhage, wound infection, the last episode of procedural pain, post procedural fever, malaise, myalgia, impaired work ability, suture related complication and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety disorder, arthralgia, back pain, bruxism, coital bleeding, depression, device dislocation, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, impaired work ability, loss of libido, malaise, menorrhagia, migraine, mood altered, myalgia, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural fever, post procedural haemorrhage, post procedural pain, procedural dizziness, procedural nausea, sleep disorder, suture related complication, uterine inflammation, uterine pain, vaginal haemorrhage, wound infection, the first episode of vaginal discharge, the first episode of procedural pain, the second episode of vaginal discharge and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube: on (B)(6) 2020: left and right fallopian tubes without histological alterations. Biopsy uterus: on (B)(6) 2020: chronic cervicitis and retention cyst on uterus colon, small intramural uterine leiomyoma on myometrium. Computerised tomogram pelvis: on (B)(6) 2020: small elongated metal structures adjacent to the uterus, compatible with a foreign body in the pelvis. Sars-cov-2 test: on (B)(6) 2020: igm reagent. Ultrasound scan vagina: on (B)(6) 2020: presence of echogenic images located in the region of bilateral tubal ostia measuring the right 26 mm and the left 28 mm compatible with topical devices. X-ray of pelvis and hip: in (B)(6) 2014: essure in correct location; on (B)(6) 2020: two elongated linear structures measuring about 20 mm each located on the midline and to the right of the pelvic cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure in wrong position / essure embedded'), device expulsion ('essure in wrong position / essure embedded'), uterine inflammation ('uterine inflammation'), post procedural haemorrhage ('internal bleeding after vaginal hysterectomy'), wound infection ('pus-filled wound'), suture related complication ('granuloma of vaginal cuff') and multiple episodes of procedural pain ('pain after laparoscopy', 'pain after vaginal hysterectomy to remove essure') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to placement essure in right uterine ostium" on (B)(6) 2013. The patient's medical history included fibromyalgia and gravida ii. Concomitant products included carbamazepine, cyclobenzaprine, diazepam (diazepan) on (B)(6) 2013, fluoxetine, ibuprofen (ibuprofeno), lithium carbonate (litio), paracetamol (tylex), pregabalin (pregabaline) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural dizziness ("post procedural dizziness (after essure placement)"), procedural nausea ("post procedural nausea (after essure placement)") and post procedural pain ("heavy pain following essure placement"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("bad smell and vaginal bleeding") and the first episode of vaginal discharge ("bad smell and vaginal bleeding"). On (B)(6) 2020, the patient experienced the first episode of procedural pain (seriousness criterion medically significant) and post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced the second episode of procedural pain ("pain after laparoscopy"). On (B)(6) 2020, the patient experienced suture related complication (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in underbelly like pain"), abdominal distension ("bloating"), menorrhagia ("increased and intense menstrual flow( up to 10 days) with clotting"), headache ("intense headache"), migraine ("chronic migraine"), pain in extremity ("leg pain"), peripheral swelling ("legs swelling"), hypoaesthesia ("numbness"), sleep disorder ("sleep trouble"), bruxism ("bruxism"), back pain ("lower back pain"), pelvic pain ("female pelvic pain"), uterine pain ("uterine prick pain felling"), fatigue ("fatigue"), loss of libido ("absence of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joints aches"), mood altered ("frequently mood alterations"), pain ("generalized pains"), the second episode of vaginal discharge ("vaginal discharge with strong odor"), female sexual dysfunction ("female inability to have sexual intercourse"), depression ("depressive disorder"), anxiety disorder ("anxiety disorder"), fibromyalgia ("fibromyalgia"), wound infection (seriousness criterion hospitalization), post procedural fever ("postoperative fever"), malaise ("malaise"), myalgia ("daily muscular pain") and impaired work ability ("inability to work"). The patient was hospitalized for 8 days. The patient was treated with gramicidin;polymyxin b sulfate (original antibiotic) and surgery (laparoscopy, cauterization, drainage, laparoscopy and total vaginal hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, uterine inflammation, procedural dizziness, procedural nausea, post procedural pain, abdominal pain lower, abdominal distension, menorrhagia, headache, migraine, pain in extremity, peripheral swelling, hypoaesthesia, sleep disorder, bruxism, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, pain, the last episode of vaginal discharge, female sexual dysfunction, depression, anxiety disorder, fibromyalgia, post procedural haemorrhage, wound infection, the last episode of procedural pain, post procedural fever, malaise, myalgia, impaired work ability, suture related complication and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety disorder, arthralgia, back pain, bruxism, coital bleeding, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, impaired work ability, loss of libido, malaise, menorrhagia, migraine, mood altered, myalgia, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural fever, post procedural haemorrhage, post procedural pain, procedural dizziness, procedural nausea, sleep disorder, suture related complication, uterine inflammation, uterine pain, vaginal haemorrhage, wound infection, the first episode of vaginal discharge, the first episode of procedural pain, the second episode of vaginal discharge and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - on (B)(6) 2020: left and right fallopian tubes without histological alterations. Biopsy uterus - on (B)(6) 2020: chronic cervicitis and retention cyst on uterus colon, small intramural uterine leiomyoma on myometrium. Computerised tomogram pelvis - on (B)(6) 2020: small elongated metal structures adjacent to the uterus, compatible with a foreign body in the pelvis. Sars-cov-2 test - on (B)(6) 2020: igm reagent. Ultrasound scan vagina - on (B)(6) 2020: presence of echogenic images located in the region of bilateral tubal ostia measuring the right 26 mm and the left 28 mm compatible with topical devices. X-ray of pelvis and hip - in (B)(6) 2014: essure in correct location; on (B)(6) 2020: two elongated linear structures measuring about 20 mm each located on the midline and to the right of the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.